Event description:
"While using the dual control valve with hoses that attach to the unit, one side of the valve did not function for inflation or deflation on the patient. Surgery manager said it was the result of the hose with the valve and not the machine malfunction. As a result, patient received a large bolus of lidocaine and went into an arrhythmia. Anesthesiology stabilized patient. Install dte for tourniquet 11/2002. No injury to patient.